Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the user attached the pads to the reservoir by pressing them very firmly and left them not less than half an hour in order to allow them dry and then attached the sensor. After starting extracorporeal circulation, the pads came off and resulted in failure. The device was not changed out, as the user finished surgery without changing out level sensor pads. The surgical procedure was completed successful, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Investigation in process, but not yet completed.